Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the right femoral artery. The target lesion was located in the left anterior descending artery (lad). The lesion was predilated with a 2.5x15mm apex balloon and then a 3.0x20mm promus element plus stent delivery system (sds) was advanced to the lad; however, the device was unable to cross the lesion. The device was removed from the patient and stent damage was noted. The procedure was successfully completed with a 3.0x19mm non bsc stent. No patient complications were reported and the patient's current condition is stable.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the right femoral artery. The target lesion was located in the left anterior descending artery (lad). The lesion was predilated with a 2.5x15mm apex balloon and then a 3.0x20mm promus element plus stent delivery system (sds) was advanced to the lad; however, the device was unable to cross the lesion. The device was removed from the patient and stent damage was noted. The procedure was successfully completed with a 3.0x19mm non bsc stent. No patient complications were reported and the patient's current condition is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).